Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Angina and perforation, as listed in the device risk assessment is a known adverse event associated with coronary stenting. Perforation is also listed in the instructions for use. These known pt effects are not necessarily an indication of a product quality issue, and not a stent delivery system quality problem.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring stenting. Device issue: none. It was reported that the procedure was to treat a svg to the rca. An ultra stent was successfully implanted; however, a perforation occurred. Two graftmaster stents were implanted successfully to seal the perforation. The pt experienced some chest pain, but no other effects were reported. It was further reported that the perforation was due to the length of the graft and the fact that it was an old graft, not due to any issue with the ultra stent. No additional event or pt info is available.